Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with a manufacturer representative to do some programming and since then the controller had been acting strange. The patient stated that it will stop charging and then say it can't connect with the ins. The patient reported that it never gets to 100% and if he does it is very difficult to get there. The patient stated that there was not a code but the screen displayed the controller battery percentage and the ins battery percentage; the patient said the ins battery showed 80% and below that it said charging complete. The patient synced with the programmer on the call and it showed that stimulation was on. The patient stated that if he increases the intensity the ins, it doesn't last more than a 1/2 hour; the patient said his intensity was at 6ma, pw at 90 and rate at 800. Patient services reviewed that the recharging was showing it was at 80%, the battery was green indicating that the charging level was good and that the controller was indicating that stimulation was on and the patient was receiving therapy. Patient services recommended speaking to the healthcare professional if the patient was not satisfied with the recharge frequency vs. Intensity level and to calculate the recharge interval. The patient also reported that he experienced a return of pain. No further complications were reported/anticipated.